Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation for this complaint could not be performed and a root cause could not be determined. However, a trend has been identified for similar reported issues, and actions have been initiated to investigate the issue. Corrective actions taken during the investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8060 lot number 25013009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter: leaked while making a pump.